Event description:
It was reported that there were high pacing thresholds. During the revision procedure, the connector showed blood both inside the rv and svc connector entrance, and the screw did not work anymore. However, the lead could be easily retracted by turning it counterclockwise. It was also noted that the implant procedure had been difficult and took a long time. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.